Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. The customer stated that he went to swim with the device on and the insulin pump had moisture under the display. No further info was provided.